Manufacturer narrative:
(B)(4). Batch # r9473h. Investigation summary: the device was received with the I-blade lower tip broken off returned and the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy, the I-blade was broken off when the device clamped the thick tissue. The broken piece was retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.